Event description:
The device was received for service. The event history was reviewed by baxter service tech and failure code 538 was found. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.